Event description:
The system sample barcode reader on the advia centaur analyzer misread one patient sample. The patient sample ID that was transmitted to the laboratory information system (lis) was different than the sample ID on the sample tube. The system reader read the patient barcode in rack position 48b as sid (B)(4) the operator reviewed the lis results and noted that sample tube in rack 48b read a different sid for the sample tube. Since the sid read by the system did not match the lis, no patient results were reported. There are no known reports of adverse health consequences due to the system barcode reader having misread the sample barcodes.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2012-00106 on 04/19/2012. Additional information: siemens has investigated this issue and found that the misreads were due to the customer produced labels that were poorly printed or applied. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse cleaned the barcode reader, verified the barcode alignment. The instrument is performing within specification. Siemens is currently investigating this issue.